Manufacturer narrative:
The returned cushion cover was evaluated. The patient's husband claims that her hip was broken, however roho, inc. Did not receive medical records to confirm this. He also noted that his wife leaned forward while the wheelchair brakes were off, which was likely a contributing factor to the fall. There was no claim that the cover was damaged, only that it was "slick." The cushion cover is intentionally designed with a top material that does not increase shear or inhibit immersion in the air cells so the patient can maximize the tissue protection benefits of the cushion. An email has been sent to the wheelchair manufacturer that was identified during our complaint investigation. If roho, inc. Receives any additional information related to this event, a follow up report will be submitted. (B)(4).

Event description:
The patient was placing things on top of a lower piece of furniture in the dining room. She had her brakes on so she couldn't move forward. She wanted to back up so that she could turn around and leave the room and go back into the kitchen. In order to do so she took her brake off. While attempting to reverse, the chair went backward and she fell forward out of the chair. On a follow up call, the patient's husband stated that his wife was in rehab and will be coming home tomorrow. He stated that she may have been positioning her center of gravity closer to the front of the chair since she was placing things on top of the dresser when the incident occured. He felt that the cover contributed to her slipping out of the chair when the chair rolled backward. Before using the cushion at home, he stated that it was used with a towel in between his wife and the cover/cushion. He stated that his wife's hip was broken just below the ball at the top of the femur and that surgery and hospitalization were required.